Event description:
While opening for a case a piece of back debris was noted on the inside of an unopened sterile pack of laser fiber. Per site reporter: manufacturer has opened a quality control investigation and requested the return of the affected product.